Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The permanent cautery hook (pch) instrument was analyzed and found to have a broken distal clevis at the base of the clevis. The broken piece was not returned, measuring roughly 0.2715¿ x 0.2267¿ in size. The clevis did not show abrasions or scratches on the outer surface. The components adjacent to the broken clevis did show damage. Additional observations related to the customer reported complaint: the instrument was found to have a broken monopolar yaw pulley at the distal clevis. Broken pieces were missing as a result of breakage. The size of the missing piece was approximately 0.1695¿ x 0.0340¿. The components surrounding the break did exhibit damage that would have contributed to the broken yaw pulley. The instrument was also found to have a derailed grip cable from its normal position at the distal idler pulley. The instrument failed the imprecise motion test. This was caused by the broken distal clevis and yaw pulley. The instrument was found to have a frayed grip cable at the grip hub, but the cable was not fully broken. The frayed cable strands stuck out at the wrist. There were no evidence of discoloration, corrosion, or contamination on the cables to indicate a reprocessing induced issue. This was caused by the broken distal clevis. The complaint was confirmed by failure analysis.

Event description:
It was reported that the permanent cautery hook (pch) instrument was broken. There was no report of patient involvement or reported injury. Intuitive surgical, inc. (Isi) made multiple follow-up attempts and obtained the following additional information on 04-oct-2024: the customer reported that they did not have any further information regarding the broken or damaged pch instrument.